Event description:
It was reported that the arctic sun device only heated to 17c. They discussed that this was either a failed heater or an overfilled device. They drain off 0.5 liters from the right drain port, if it still would not heat, it was indicative of a failed heater. The device came down to biomed with some issues but was not exactly sure what. They would use the service manual to run a functional verification on the device and call back if the device has an issue heating, cooling or other issues. Per follow up information received via mail on 11dec2024, spoke with biomed who confirmed the device had been overfilled. After water drain, device temperature responses appropriately. Device returned to service and was unsure what floor this unit originally came from.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was overfill. They drain off 0.5 liters from the right drain port, if it still would not heat, it was indicative of a failed heater. The device came down to biomed with some issues but was not exactly sure what. They would use the service manual to run a functional verification on the device and call back if the device has an issue heating, cooling or other issues. Received a call back, spoke with biomed who confirmed the device had been overfilled. After water drain, device temperature responses appropriately. Device returned to service. He is unsure what floor this unit originally came from. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device only heated to 17c. They discussed that this was either a failed heater or an overfilled device. They drain off 0.5 liters from the right drain port, if it still would not heat, it was indicative of a failed heater. The device came down to biomed with some issues but was not exactly sure what. They would use the service manual to run a functional verification on the device and call back if the device has an issue heating, cooling or other issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.